Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A data download revealed that a (B)(6) male patient was treated. Zoll customer support contacted the patient who reported that he had been walking up the stairs to his son's apartment and he felt tired and short of breath. The patient heard the siren alarm as he walked to the front door and was unable to press the response buttons in time. A review of the event indicates that the patient experienced an inappropriate defibrillation event. Atrial fibrillation with a rapid ventricular response at 288 bpm contributed to the false detection. The response buttons were pressed after the treatment was delivered. The patient went to a scheduled doctor's appointment the next day and told the nurse but the patient reported she didn't say anything. The patient ended use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no information to suggest that the patient sustained a serious injury. Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were fully functional and able to detect and treat a patient.device manufacture date: monitor sn (B)(4) - reuse; electrode belt: sn (B)(4): 01/2014 - initial use. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.